Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on october 21, 2020, patient underwent partial removal of one (1) titanium locking screw 36mm, one (1) titanium locking screw 28mm and one (1) titanium end cap due to malunion, revision with tibial rotational osteotomy. One (1) unknown tibial nail and two (2) unknown screws were not removed. The patient outcome was unknown.

Manufacturer narrative:
(B)(4). Patient ID also reported as (B)(6). Date of event is an unknown date in 2020. PMA/510k: this report is for an unknown tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was implanted on (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is the same as date of implantation, an unknown date in (B)(6) 2020. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent revision surgery due to nonunion. One (1) titanium (ti) locking screw 36mm, one (1) ti locking screw 28mm, and one (1) ti end cap were removed. One (1) tibial nail and two (2) screws were not removed. Procedure was completed successfully. This report is for an unknown tibial nail. This is report 4 of 6 for (B)(4).